Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the when she installed the front panel of the vela ventilator, the top portion of the touch screen on the main icon does not respond, every other part of the touch screen is responsive. The reporter confirmed that there is no patient involvement associated on this event.